Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). When asked about the cause of the high impedance they stated that they did not know and the patient had denied any falls or injury. When asked what steps were taken to resolve the issue they stated that no steps were taken or planned to resolve the issue. The patient was feeling stimulation on the initial program and that was where the programming was left. This was not resolved but no further actions would be taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received, from a manufacturer representative. Regarding a patient who was implanted with an implantable neurostimulator (ins). For unknown indications for use. It was reported, that they were finding an amplitude reading >4k impedance at several electrodes, when doing an impedance check. The caller did the impedance check after the patient stated, they experienced excessive urination at night, but only when the remote was out of charge. The caller stated, the pt reported, not having that issue when the remote is plugged in and charged up. The caller sent screen shots of the impedance check in an email and an email log. The caller was not currently with the pt, but stated, that when they left the pt, stim was on and working at program 7, level 7.6. Historically, pt has always needed high amplitude. The caller confirmed, the patient could feel stim in appropriate places. The caller stated, the patient denied having any recent falls or injuries to that area. The agent advised the patient to schedule a follow-up appointment with the managing hcp to discuss excessive nighttime voiding. The agent also advised that the caller could do another impedance check with the patient lying in a sleeping position. And ensure the patient's settings are not accidentally interfered with after the patient falls asleep.